Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 2.25 mm x 15 mm emerge balloon catheter was advanced for dilatation. However, on the second inflation at nominal pressure, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was good post procedure.